Event description:
Customer reports to have received a low threshold suspend when blood glucose was not low. Customer's blood glucose was 240 mg/dl. Customer's sensor glucose was 54 for a difference of 126%. Customer's threshold suspend was set at 70. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.